Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The patient underwent a replacement procedure, and this product was explanted and replaced. The patient was also treated with intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.